Event description:
It was reported that a therapeutic vaginal sling procedure was performed in early march 2005. The needle driver broke off and was retrieved by th physician. The case was completed successfully with no pt complications.